Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 1100 mg/dl. The customer's current blood glucose is 148 mg/dl. The customer did experienced the symptoms such as confusion and extreme tiredness at the time of hospitalization. The customer treated high blood glucose with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated tubing was detached from the reservoir. Customer declines for troubleshooting. No further patient complications were reported.